Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.2, a.4, b.3, b.5, b.6, d.1, d.2, d.4, d.6a, d.6b, g.1, g.2, g.4, h.4, h.6.

Event description:
Healthcare professional additionally reported "unpleasant painful sensations", "rupture", and "further temperature started to increase insignificantly though constantly, mammary shape changed." Device has been explanted. The affected side is left.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "the integrity of one implant lost." The device remains implanted. The affected side is unknown.